Manufacturer narrative:
This report is submitted june 12, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on jul 2, 2019.

Event description:
Per the clinic, the patient was experiencing poor hearing performance. The device was explanted on an unknown date. It is unknown if the patient was re-implanted with another device.